Event description:
This is a spontaneous case report received from a consumer in united states on 03-oct-2016 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Right from the beginning she began to have nausea, fatigue, abdominal pains and an increase in her blood pressure. Consumer stated she was given high blood pressure pill (exact name unknown, however she stated they were discontinued recently), tylenol with codeine and morphine tablets for the pain. Consumer stated none of these medications helped her. Consumer stated she is planning to have essure removed sometime this month but her physician has not told her when. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pains. She is planning to have essure removed. Abdominal pains is considered anticipated event in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal will be required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue") and blood pressure increased ("increase in her blood pressure"). In (B)(6) 2012, the patient had essure inserted. The patient was treated with panadiene co (tylenol with codeine) and morphine. At the time of the report, the abdominal pain had not resolved and the nausea, fatigue and blood pressure increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, blood pressure increased, fatigue and nausea with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case (B)(4) ((B)(4)) find to be a duplicate of case (B)(4) with MFR number 2951250-2016-01942 ((B)(4)), hence this case should be deleted from bayer database. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pains. She is planning to have essure removed. Abdominal pains is considered anticipated event in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal will be required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.